Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump was not able to be locked into the apical cuff. From the beginning it was difficult to manipulate with the locking mechanism. An unusually high level of effort was required to open the locking mechanism, and it also took an unusual amount of effort to lock the system into the apical cuff. The surgeon attempted to lock the pump into position via a twisting maneuver a few times, and also with increasing pressure on the pump. The yellow marks were still visible. The pump was exchanged for the backup pump which locked without extra effort. It was additionally reported that there was an approximate 20-minute delay in the procedure however there was no adverse effect.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), confirmed cuff lock damage that could have contributed to the reported unsuccessful attempts of engaging the pump to the apical cuff; however, a specific cause for the observed damage, as well as the initial unlocking and locking issues, could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The outflow graft and outflow graft bend relief were not returned. The apical cuff was not returned. Visual inspection of the returned cuff lock matched the condition seen in the submitted photograph. One of the locking arms appeared to be disengaged from the grooved track and was visibly bent outwards. The body of the pump, adjacent to the cuff lock, showed slight scraping that appeared to be consistent with the use of a tool while disengaging the lock. The cuff lock was removed from the pump and one of the locking arms was visibly bent outward. Laying the cuff lock over a 1:1 scale drawing confirmed that only the locking arm was deformed. The cuff lock assembly was reassembled, and engagement testing was performed using a test apical cuff. Due to the observed locking arm damage, the cuff lock was not able to be properly engaged. Although this evaluation was unable to determine exactly when or how the cuff lock became damaged, the account indicated that multiple attempts were made to lock the pump with a twisting maneuver with increasing pressure, potentially contributing to further damage as well as further difficulty engaging. Review of manufacturing documentation revealed that the cuff lock installed on (B)(6) passed all inspection and testing steps. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 of the IFU, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ the heartmate 3 lvas surgical hand tools IFU also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.